Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient sought emergency medical treatment for a contact lens that was torn in the eye and patient was unable to remove. The patient alleges they were prescribed a medication and have been seen for two follow up office visits. Details of eye injury and medication prescribed are unknown. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported out of an abundance of caution due to the incomplete diagnosis, lack of medical information, and unknown resolution.